Event description:
Boston scientific crm received information that this lead was removed from service due to high threshold measurements.

Manufacturer narrative:
Results: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance or patient condition.